Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 72-year-old female with a pre-support clinical state consistent with scai shock stage e and a past medical history of diabetes mellitus underwent pre-operative impella 5.5 support via right axillary/subclavian surgical access for management of severe cardiopulmonary disease. While on support, the device functioned as intended at p-7 providing 4.1 l/min flow with d5w and heparin 10 u/ml purge solution. The patient experienced ventricular arrhythmias, including ventricular tachycardia and ventricular fibrillation requiring defibrillation and re-intubation; the treating physician assessed these events as unrelated to the impella device. The impella 5.5 was maintained preoperatively until the patient underwent avr and CABG. During the procedure, device repositioning was performed under imaging guidance; however, after weaning from cardiopulmonary bypass, significant bleeding was identified and intraoperative inspection revealed a left ventricular posterior wall injury consistent with a perforation, described as a slow leak rather than a complete defect. Patch repair was successfully performed. Subsequent physician assessment suggested suspicion during earlier manipulation but no perforation was confirmed at that time. The device was removed intraoperatively using an aortic clamp. The patient remained on support post-procedure with a stable condition. The left ventricular perforation with causality to the device assessed as possible but confounded by procedural factors, and overall relationship between the device and patient outcome are pending.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year. H6. Health effect - clinical code added.

Event description:
Additional information was received that reported "vt occurred this morning. ECMO insertion was considered, but only re-intubation was performed. The doctor commented that they do not think the vt is due to impella."